Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. Product code provided, was not valid, so di # could not be determined.

Event description:
A customer stated his blood glucose readings from two days were not found in the memory of the contour next usb. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.